Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On multiple occasions, the customer's meter read hi, which on the system indicates a result in excess of 600 mg/dl, and within 10 minutes, the customer tested again and the meter displayed a value between 210 mg/dl and 300 mg/dl. No specific times or dates could be provided. No adverse events reported, replacing and returning meter and test strips.